Manufacturer narrative:
The device was received in the not deployed position. The downloaded data shows the device completed 21 first prime pulses and was deactivated at 31 pulses. A rotational sensor malfunction was produced as a false open reading was observed in the data. The device was paired with a master pdm and a 5 unit bolus was delivered. The rerun reproduced the rotational sensor malfunction. Contamination was observed on the commutator cap and can be confirmed as the cause of the rotational sensor malfunction and the cause of the failure of the needle mechanism to deploy.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported while a patient had been wearing a pod for less than an hour, both the needle and the cannula had not deployed upon initial activation.